Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Part: 03.114.001; synthes lot: 9972971; supplier lot: n/a; release to warehouse date: march 02, 2017; expiration date: n/a; supplier: (B)(4). Appropriate action has been initiated on june 6, 2017 for lcp drill sleeve 03.114.001 does not engage with plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: veterinary complaint: it was reported that the locking part of the drill sleeves did not work. The surgeon noted the issue before the surgery. This report is for a 1.1mm lcp threaded drill guide. This is report 6 of 6 for (B)(4).